Event description:
It was reported by the doctor's office that the door came open on a validator 8 sterilizer during a sterilizing cycle. The doctor claims that they heard an explosion and went to the room where the sterilizer was and found the sterilizer's door open. They also found the instruments that were inside the sterilizer across the room on the floor.